Event description:
It was reported that prior to device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient was asymptomatic. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.